Manufacturer narrative:
Unit had cracked/bleeding lcd glass.

Event description:
The customer reported via phone call that there is a crack on her screen. The customer's blood glucose was 150 mg/dl at the time of the incident. It was stated that the insulin pump dropped. The customer was advised to discontinue use of the pump and revert to a backup plan per health care professional instructions. The insulin pump will be returned for analysis.